Manufacturer narrative:
Patient code: 3189 - surgical intervention. It was reported that following insertion the patient experienced abdominal pain. It was reported that patient underwent revision of mesh on (B)(6) 2015 due to hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2008 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.